Event description:
At (B)(6) years old I chose to have dow corning silicone implants placed under my pectoral muscle, they also had a textured covering. The year was 1991 just before the ban went into effect. By 1994 I was diagnosed with allergies and graves thyroid disease, which was treated with rai. Not understanding anything about autoimmunity and the internet was yet available I dealt with one symptom after another until today at (B)(6) my life as I once knew it is long gone. Every system has been effected by inflammation from mast cell activation, to inter-cranial hypotension, from polyps to scarring in my eyes, to osteoporosis and lesions on my spine, and the doctors. Too many doctors with too little knowledge and too much ego to put the symptoms together. Sarcoidosis says one, peripheral neuropathy says another to absolute sjogren's manifestations with bowel and bladder difficulties since 2000. Lawsuits are not the answer, the answers lie in the truth, yet greed is standing like a guard in the path. The abuse from medical healers is worse than the disease. I chose not to take opioids as to not be minimized, and yet here I am trying to get help for women like me writing to random strangers on a government website. The list and pictures and documentation is extensive as I have been disabled since 2011. Validation of random and bizarre things like cuts down my back, bruising beginning on my hands in 2009, which today cover my arms and it is from the inside out, I needed touch or bang into anything for the skin to burn itch raise up and there you go a two to five in surface of blood under my skin. I have worn long sleeves since 2009. I have no temperature control as my small fiber nerves demonstrate a 20 percent reduction which translates to constant pain if things touch my skin when it is active. I walk with a cane as well. I must add that I am (B)(6), eat healthy, force myself to power through because our society does not like sick people, as most people are whiny and weak I think. "He," but I digress. Are we so shallow that outward appearance versus clinical appearance allows companies like dow to poison women's mind's and bodies with an inferior product not intended for human consumption let alone 30 plus years of decomposition in anyone's body. I was not told in 1991 that they will need to be replaced every ten years either. Moot point for me now, where are the honest men and woman who are the people's watchdogs I ask? I believe that it was a catalyst or trigger for underlying autoimmune issues, but I also believe had I known the price I would have to pay would be my career, my activities, my love of life and my naïveté for boobs I'd pass. Thank you for your time, this is so much more than breasts and the problem is far greater than I alone can do anything about. FDA safety report ID# (B)(4).